Manufacturer narrative:
This follow up report is being submitted to relay additional information. The associated report was filed under an incorrect MFR number. It has been re-filed under MDR: 0001825034-2022-00517. Visual examination of the returned product identified signs of use and the device is seized in the guide. The device is also fractured with not all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial left knee procedure, the drill pin cold welded into the tibial block. The surgeon was able to remove the cutting block without additional intervention, surgical delay, or patient impact. The pin fractured after surgery when trying to remove it from the block.

Manufacturer narrative:
(B)(4). Medical product: captured left medial tibial cut guide: catalog#42539905185; lot#64507371. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03342. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.